Event description:
A physician reported a pt who was skin tested on 12/09/96 in the right forearm. On 12/23/96, the pt experienced redness at the injection site which was continuous in nature. On 12/23/96, the physician diagnosed a positive skin test and prescribed ultravate cream. On 12/31/96, the physician prescribed an oral antibiotic.